Manufacturer narrative:
Reporting institution phone #:(B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the loud speaker is defective, the speaker was replaced and the problem persists. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The customer contacted the philips customer care solutions center (ccsc) for assistance. Philips technical support (ts) provided customer a part quotation for a replacement speaker. The customer did not accept the part quotation for a replacement speaker. It is not known how or if the customer's issue was resolved; therefore, we are considering this malfunction to be insufficient information/cause unknown. The device remains at the customer's facility. There have been no subsequent calls related to this issue.